Event description:
Two resolute integrity rapid exchange (rx) drug eluting stents were implanted in the 2nd obtuse marginal during the index procedure. It is reported that the patient suffered an mi on the same day as index procedure. Investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
(B)(4)